Manufacturer narrative:
Field service inspected the analyzer and replace the syringe assy (ln 7-77650-08) which resolved the issue. The syringe assay was determined to be the cause of the issue. A review of the instrument service history identified one subsequent ticket addressing a falsely elevated stat troponin-I result. A service visit is pending for the ticket and the current cause of the incident is the reagent. A review of complaint and trending data for the syringe assy did not identify any trends. A review of tracking and trending data in the product monitoring review for the alinity I/architect ia systems revealed no systemic issues or trends associated with the discrepant result issue described in this complaint. The erratic result rates were reviewed and were within acceptable limits with no trends identified. Based on the investigation, no systemic issue or deficiency of the architect i1000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer obtained a falsely elevated architect stat troponin-I result while using the architect i1000sr analyzer. The customer uses a normal range of 0.0 to 0.030 ng/ml. Sample ID (B)(6) generated an initial result of 0.094 ng/ml and repeat of 0.010 ng/ml. No impact to patient management was reported.